Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to thermal damage on the retractor band. A field service engineer reattached the sensor and ensured it was secured inside the clip, and also replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system main drawer 3.2 failed and black marks were observed on the retractor band, potentially due to thermal damage. The reported incident did not cause any delays in dispensing patient medications and there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5 , e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the home sensor had come out of its housing. A field service engineer reinserted the sensor and ensured it was secure inside the clip. The field service engineer replaced the retractor band since black marks were found on it. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system main drawer 3.2 failed and black marks were observed on the retractor band, potentially due to thermal damage. The reported incident did not cause any delays in dispensing patient medications and there was no patient harm. There were no adverse events or injuries reported based on this incident.